Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm. After further review of the device¿s interior, did not note any evidence of previous moisture or corrosion on any of the electronic boards or assemblies. Unable to upload or download due to a problem associated with the electronic assembly. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarm and can not be cleared unable to check insulin pump history. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states insulin pump was not exposed to a high magnetic field. Customer reports that the clip was busted. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.